Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Serial #: (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an unusual issue stating that the ¿pump completely failed today". No further detail was available. This complaint is being reported because there is an allegation of device malfunction which may potentially affect insulin delivery. There was no indication that the product caused or contributed to an adverse event.